Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the display was found to be dim; the letters had a red hue. Unrelated to the complaint, moisture was observed in the battery compartment. A leak test revealed a leak at the cracks in the battery compartment alongside, from the top traveling through the bumper and from the bottom traveling to bumper. The pump was opened; moisture was found on the pcb and on vibration motor. All of the keypad buttons were found to be intermittently responsive. There was no evidence of physical damage found on the keypad. The keypad was removed and contamination was found under all button contacts.